Event description:
It was reported that a (B)(6) black female patient underwent a breast augmentation revision with a 310cc mentor smooth round high profile saline breast prosthesis and experienced a deflation on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2022, mentor became aware of the discrepancy between the date of implant and expiration date. Mentor has followed up to clarify but has received no additional information. For this reason, the medical device problem code of "off-label use (a2304) has been added. If additional information is received clarifying the dates discrepancy, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).